Manufacturer narrative:
The third party service agent evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The third party service agent downloaded the electronic records from the event and provided them to physio-control for review.  Upon review of the electronic records from the event, physio was able to verify the reported issue.  Physio observed that the device experienced two (2) unexpected shutdowns during the event. The third party service agent has the device and will perform an evaluation.  The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that during a shift check, the customer stated that their device powered off by itself unexpectedly after the lead button was pressed.  The device users were able to duplicate the loss of power a second time, but when the device was given to a shift supervisor for additional testing the issue could no longer be duplicated.  The device was then placed into service for use and was used on two (2) patients normally with no discrepancies observed.  However, on the third run of that day while transporting a (B)(6) year-old female patient the device twice powered off by itself unexpectedly.  Medical personnel had been monitoring the patient's heart rate, o2 saturation and nibp at various times during the event.  The patient survived the event and the customer advised that the loss of power in no way compromised the care of the patient.